Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery voltage, battery depletion indicated/elective replacement indicator (eri) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. Impedance, high resistance/impedance high battery impedance, leading to eri.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Battery voltage, battery depletion indicated/elective replacement indicator (eri) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. Impedance, high resistance/impedance high battery impedance, leading to eri.

Event description:
It was reported that the device tripped early elective replacement indicator (eri) due to high battery impedance. The device was removed and replaced. No patient complications have been reported as a result of this event.